Manufacturer narrative:
(B)(4). Section d4: complete device identification information has been requested but not provided. The subject mr290v humidification chamber has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that two mr290v vented autofeed humidification chambers were leaking water. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but not provided. Section h11: method: the subject mr290v vented autofeed humidification chambers were returned to fisher & paykel (f&p) healthcare in new zealand for evaluation, where they were visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed chambers identified cracks along the base of both chambers. Further analysis indicated that the cracks were due to a mechanical stress on the material. Conclusion: the reported leaks were found to be due to cracks caused by mechanical stress on the domes of the chambers. The root cause of the mechanical stress was unable to be determined. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chambers would have met the required specifications at the time of production. The user instructions that accompany the mr290v vented autofeed chamber state the following: - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected. - do not use the chamber if the seals are not intact when received, or if it has been dropped.

Event description:
A distributor reported on behalf of a healthcare facility in japan that two mr290v vented autofeed humidification chambers were leaking water during use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but not provided. Section h11: method: the subject mr290v vented autofeed humidification chambers, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: there was no response to f&p healthcare's requests for additional information on the reported issue, or on return of the subject devices. Conclusion: based on the limited information provided by the user and without the return of the subject devices, we are unable to confirm or determine the cause of the reported issue. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chambers would have met the required specifications at the time of production. The user instructions that accompany the mr290v vented autofeed chamber state the following: - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected. - do not use the chamber if the seals are not intact when received, or if it has been dropped.

Event description:
A distributor reported on behalf of a healthcare facility in japan that two mr290v vented autofeed humidification chambers were leaking water during use. There was no patient harm reported.